Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) 2014, the reporter contacted animas, alleging that the patient¿s ¿pump was not working.¿ customer technical support made attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2017 with the following findings: during investigation, the pump powered on and the display was found to be dim and discolored. Unrelated to the complaint, investigation revealed that the cartridge compartment was cracked and chipped; the cartridge cap was able to tightly attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.